Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that anti-tachycardia pacing (atp) therapy and shock therapy were delivered to convert arrhythmias on two separate days. Review of the episodes identified the therapy was inappropriate. The first episode was due to conducted atrial arrhythmia as the ventricular intervals accelerated into the ventricular tachycardia (vt) zone and the inappropriate therapy was delivered. The rhythm terminated followed by resumption of atrial fibrillation (af) and delivery of an additional 41j shock. The second episode showed af in progress with rapid ventricular conduction. No additional adverse patient effects were reported, and the device remains in service.